Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the needle never deployed the cannula into their skin while wearing the pod on their arm between 1 and 4 hours. The pink slide did not move forward, and the cannula was not visible when the pod was removed, indicating a needle mechanism failure. The patient's blood glucose level was 206 mg/dl at time of the report. The patient mentioned they were unaware that they have to connect the pod to their phone via bluetooth before applying the pod to their skin; in order to have the cannula deploy. As treatment, a new pod was placed with assistance from the agent during the phone call.